Manufacturer narrative:
Pt history: no past history of high blood pressure or diabetes. History of high cholesterol "under control." No known allergies. No history of alcohol/drug use. History of smoking-currently smokes "pack every 2 weeks." History of "heart attack." Concomitant products: simvastatin (cholesterol) 40mg/daily at bedtime. Asmanex inhaler (copd) 1/daily as needed. The device will not be returned for analysis, therefore no engineering evaluation will be conducted. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
The device was not returned for analysis, and no sterile lot number was provided, therefore no engineering evaluation will be completed. The product information is incomplete, therefore a catalogue for an unknown cypher device was provided. Additional information will be submitted within 30 days of receipt.

Event description:
As reported by medical affairs, a patient called in for medical advice and additionally reported an adverse event. On (B)(6) 1985, the patient had two unknown stents placed, one in the rca (right coronary artery) and one in the lad (left anterior descending artery) after experiencing a "heart attack and artery almost clogged". The patient has three unidentified stents placed, including an unknown cypher stent, two of which were placed in 2004, and 2011. The patient had a cypher stent placed in 2008. On (B)(6) 2011, the patient experienced "artery clogged" and as treatment an unknown stent was placed in an unknown vessel. No further information obtained at time of call. The patient stated they did not have any additional information.

Manufacturer narrative:
Complaint conclusion: as reported by medical affairs, a patient called in for medical advice and additionally reported an adverse event. On (B)(6) 1985, the patient had two unknown stents placed, one in the rca (right coronary artery) and one in the lad (left anterior descending artery) after experiencing a "heart attack and artery almost clogged." The patient has three unidentified stents placed, including an unknown cypher stent, two of which were placed in 2004, and 2011. The patient had a cypher stent placed in 2008. On (B)(6) 2011, the patient experienced "artery clogged" and as treatment an unknown stent was placed in an unknown vessel. No further information obtained at time of call. The patient stated they did not have any additional information. (B)(4) the product was not returned for analysis. A review of the manufacturing records could not be conducted without a lot number. (B)(4) the product was not returned for analysis. A device history record review was performed and showed that these lots of products met all requirements per the applicable manufacturing quality plan. Without further testing, it is not possible to determine the source of this event. In-stent restenosis is a well documented event in the instructions for use in patients with coronary stents and coronary artery disease. In-stent restenosis (isr) is associated with the progression of atherosclerotic disease and is a known potential adverse event following stent implantation and does not represent a device failure. Intra-arterial stent placement is a treatment of the disease process, it is not a preventive or cure for the progression of symptoms of atherosclerotic artery disease. This patient is at risk for progression of coronary artery disease based on his medical history of smoking 2 packs per week, high cholesterol, and having a previous myocardial infarction. There is no indication that the event was related to a design or manufacturing issue, therefore no corrective action is needed.